Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Lot ID: there have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon providing the surgery claimed: despite the use of the correct surgical technique, implantation of the insert was impossible (several attempts). As a result, a second implant was used. During surgery the surgeon decided to use a insert 28h instead of 32h replacement was available.

Event description:
Surgeon providing the surgery claimed: despite the use of the correct surgical technique, implantation of the insert was impossible (several attempts). As a result, a second implant was used. During surgery the surgeon decided to use a insert 28h instead of 32h replacement was available.

Manufacturer narrative:
An event regarding seating/locking issue involving a trident liner was reported. The event was not confirmed. Damage observed on insert consistent with attempted implantation in addition to explantation process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The reported event cannot be confirmed as the device was returned damaged. Dimensional inspection is not possible as the was returned damaged and in its current condition would not be an accurate reflection of it¿s original manufactured condition. No further investigation is possible at this time. If additional information becomes available the investigation will be reopened.